Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector and the infusion set was not inserted. The other infusion set's tubing was caught on something while going to bathroom which removed the site and tubing. The infusion had been used for one day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.